Manufacturer narrative:
On (B)(6) 2016 - we have requested the device be returned to the manufacturer. To date, we have not received the device. On (B)(6) 2017 - added the upc code to the supplemental emdr. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 - the consumer claims to have received marks on her back when in use of the product. The consumer states that she wraps the product in a towel while in use.

Manufacturer narrative:
On 12/19/2016 - we have requested the device be returned to the manufacturer. To date, we have not received the device. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 - the consumer claims to have received marks on her back when in use of the product. The consumer states that she wraps the product in a towel while in use.

Manufacturer narrative:
On 12/13/2016 - we have requested the device be returned to the manufacturer. To date, we have not received the device. On 1/30/2017 - added the upc code to the supplemental emdr. On 3/1/2017 - the MFR. Report # was mistakenly submitted as a duplicate. MFR. Report number should be - 1222304-2016-00044. Resubmitting report to the FDA. Device not returned to manfacturer.

Event description:
On (B)(6) 2016 - the consumer claims to have fallen asleep while in use of the product. Consumer received 2nd degree burn on his buttocks. The consumer received medical attention.